Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good condition. The event history log noted a service due message. Functional testing included use testing. The pump was powered on a 'service due' message appeared. The clock record indicated the clock days were past specification. The clock battery was replaced as service maintenance. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's real time clock.

Event description:
Information was received that a smiths medical cadd legacy had an error code of rev 0. No patient injury resulted.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Upon visual inspection, no discrepancies were observed. A syringe was used to pass water through the suction line and it passed back-suction line was not occluded. The reported customer complaint cannot be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.